Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins). It was reported that they were trying to alter the system because the device never worked for them. They said since the device was implanted, they have been trying to make adjustments to make the device better for them but they weren't able to do much as there are bone spurs near the implant. They reported they wanted to do a trial/run a test on the system but needed the cord to charge their implant first. No further complications reported/anticipated.